Event description:
A review of service data has detected a reportable event. During servicing, electrode belt sn (B)(4) failed incoming testing. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon evaluation the driven ground remained in the open position. The cause of the test failure is the open position of the driven ground. The cause of the open driven ground is a detached brown driven ground wire from the te3 pad on the pca board inside the distribution node. The root cause of the detached wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged electrode belt connector. The last patient to use this electrode belt did not report any deficiencies.